Event description:
The customer called for help with her meter. While troubleshooting, she performed 2 control tests and rec'd results of 17 and 13 mg/dl. The normal control range is around 96-132 mg/dl. The customer did not allege any adverse events. The test strips are to be returned, and replacement strips will be sent.